Event description:
It was reported a suspected thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was given prior to and after the transseptal puncture (tsp). The patient's activated clotting time (act) was 306 seconds after the tsp. A 35mm watchman flx laa closure device was successfully implanted following two partial recaptures. Immediately after release, an object flickering on the threaded insert of the closure device was noted on the transesophageal echocardiogram (tee). This was suspected to be a clot after multiple tee views were taken. The physician attempted to aspirate the clot but was unsuccessful. The patient was switched from coumadin to eliquis 5mg twice a day. The patient awoke from anesthesia without difficulty and no deficits were noted. The patient was discharged the following day and three days later the patient was followed up having no deficits and doing well. A 45-day post implant tee will be performed to further assess.